Event description:
The iab was inserted into the patient on 10/22/96. On 10/24/96, after iabp for 48 hours, blood was noted in the catheter. The reporter stated that the patient had alot of plaque.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.